Event description:
The reporter indicated that a viva implantable collamer lens was removed from the patients left eye (os) and replaced with an evo implantable collamer lens on (B)(6) 2022 due to uncomfortable vision "nausea if patient looks very close (near)." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(Expiration date): unk, no serial number reported. PMA/510(k): this product is not marketed in the us. (Device manufacturing date): no serial numbers reported. (B)(4).

Manufacturer narrative:
B5: per updated information a 13.2mm, vicm6_13.2, -5.50 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On 14-mar-2022 the lens was exchanged for a different model (toric implantable lens) and power lens due to permanent loss of bcva and the problem resolved. "Normal" was reported for status of the eye. In the reporter opinion the cause of this event was patient-related factor, it was reported that the device did not fail to perform as intended. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).